Event description:
A customer contacted beckman coulter inc. (Bci) to report erroneous low dilution results for the gi monitor assay, which was generated by unicel dxi 800 access chemistry analyzer. Dilution of the sample was repeated on another unit and obtained higher results. The result was not reported out of the laboratory. Patient treatment was not impacted by this event.

Manufacturer narrative:
Qc data on the date of the event was within the customers established range. Service was not requested. A clear root cause can not be determined for this event.